Event description:
Prior to device change out the shock impedance was 43 ohms through the old can. Once the lead was connected into the new can the shock impedance read greater then 150 ohms. The lead was placed back into the old can where it was still greater than 150 ohms. The lead was not replaced due to vein occlusion and remains implanted. (B)(6) 2013 - per the local representative, this lead is actively implanted at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.